Event description:
The stopcock on the arterial line (red) is an incorrect component and does not meet the original hospital specification. Its design is opposite to the original and has caused confusion to staff.

Manufacturer narrative:
Device has not been received for evaluation.